Event description:
A user facility reported this lma did not remain inflated while it was being used in a pt. There was no pt injury or problem. The user facility stated it will be returning the device for eval.